Manufacturer narrative:
Eval code-conclusion code is no longer applicable to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the physician suspected a fracture of the catheter and the physician did not suspect any problems with the pump. It was noted the hcp's thoughts were if he was doing the catheter he also wanted to replace the pump to extend the time until the next pump replacement. The patient reported she had increased pain levels and some nausea. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2003, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 23-jul-2005, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal morphine 10 mg/ml at 1.2 mg/day for the current pump and 2.5 mg/day for the old pump for non-malignant pain and rsd/causalgia- complex regional pain syndrome. It was reported the event/difficulty occurred in (B)(6) 2019 (date not specified) during normal use. The pump was explanted on (B)(6) 2019 and would be returned. The patient reported withdrawal symptoms to the physician about 3-4 months ago. The patient had an MRI scan and the physician determined to replace the catheter. He also replaced the pump since he was replacing the catheter. The cause of the event was not determined. The MRI was completed on an unknown date. It was noted during the catheter explant the physician noted that the catheter seemed brittle and when he pulled on the anchor the catheter broke. The spinal segment remained in the intrathecal space. It was also reported when removing the pump segments, it also broke into a few pieces. Some remained implanted. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ the pump and catheter pieces were sent to hospital pathology and would be returned. The patient¿s weight was (B)(6) pounds and medical history was asked but unknown. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 07-may-2019 at which time it was reported that the pump would not be coming back due to the medical facility not releasing product from pathology moving forward. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
Additional information was received from a healthcare professional (hcp) via a user facility indicated the pump and catheter were removed due to pain symptomology. It was noted that during removal of the catheter, the catheter was found anchoring the device and when pulled slightly the catheter cracked immediately. The catheter was in pieces and was hard and brittle. X-rays showed intrathecal catheter was still in intrathecal space, but was not coming out of the intrathecal space into the subcutaneous fascia. The decision was made to leave the catheter in and refer patient to neurosurgeon for reevaluation. The patient was discharged home. No further complications were reported/anticipated.